Event description:
They implanted drain into the pt on 8/8/97. Facility went to remove the drain on 10/10 and it came apart in pieces. The pt had to go back to surgery to remove the remainder of the drain.

Manufacturer narrative:
Sample was rec'd packed in a sterile pouch, inside a biohazard-labeled ziplock bag. Visual examination showed that it is a catalog number su130-1309 flat drain "punched holes" version. Also three add'l units were rec'd in its original packaging, unopened and marked with the word "defective" from catalog number su130-1309 and lot number 1961848. These add'l three units are "molded holes" version. Visual examination demonstrated that the complaint unit does not correspond with lot number indicated because are from different versions. The clear silicone tubing section shown that it was cut at approx 5.38 inches from drain/tubing junction area. Visual inspection revealed drain fracture at molded lps flat drain section but not at perforations area. Approx 1.75 inches from drain/tubing junction area, microscopic examination revealed wavy/jagged edges at the fracture site. The characteristics of the fractured area are similar to those which may have been caused by nicks or puncture by a sharp instrument.